Event description:
On (B)(6) 2020, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced bleeding at the stoma site. On (B)(6) 2022, the patient underwent surgery to remove a granuloma. On an unknown date, the patient visited the physician due to stoma site bleeding, redness and discharge. The patient was prescribed augmentin 1000 mgs twice per day and ultra levure once per day for gastro protection.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.